Manufacturer narrative:
The clinical investigation of this report concluded that although a temporal relationship may exist between the last ccpd treatment (unknown when the last treatment occurred in the hospital) and the events of cardiac arrest and subsequent patient expiration, there is no documentation supporting a possible association between the liberty cycler, any fresenius products and the patient's expiration. While hospitalized, the patient continued with the peritoneal dialysis therapy but it is unknown if the patient was dialyzing at the time of expiration. The physician documenting on the esrd death notification identified: cardiac arrest and secondary cause: esrd. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow up call with the patient's spouse on (B)(6) 2017 it was reported that a (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy for an unknown period of time was hospitalized and expired on (B)(6) 2017 although the esrd death document states (B)(6) 2017. According to the patient's spouse the event was not related to the ccpd treatment. The physician documented on the esrd death notification identified: cardiac arrest and secondary cause: esrd.